Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the night after implant of the right ventricular (rv) lead, "all the slack in the lead pulled out." Loss of capture in unipolar configuration was noted via telemetry the morning after implant and thresholds were noted as high and unstable, rising during deep breaths. A lead dislodgement was suspected. The lead was repositioned from apical to a lower septal position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.